Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 299 mg/dl and ketones. The customer stated that she was also dehydrated due to medicine she was taking for her blood pressure. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests. The customer stated that her doctor had already checked the settings, and determined that they were correct. The customer had initially reported a battery out limit alarm and cracks on the insulin pump case. Nothing further was reported.